Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report. The reason for sterilization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported, that pt received notification from surgeon about hip recall. Pt is reporting having pain in his hip. Pt also states that he cannot lift leg more than eight inches off ground and that it is painful sitting down and getting up from a seated position. Pt has not been to see a surgeon yet.